Event description:
It was reported to medtronic neurosurgery that the valve was found leaking before implantation.

Manufacturer narrative:
The initial report stated the product did not have pt contact. However, proteinaceous debris was found on the exterior and interior of the valve. This suggests the device did come into contact with the pt. The valve was patent and passed siphon, reflux and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The device did not meet all specifications for pressure-flow and preimplantation testing. It is unk what caused the reported event. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.